Event description:
A customer obtained a false negative anti-hcv result on a patient sample. The sample was repeat tested and a positive result was obtained. A false negative result could cause an infected patient to be misclassified. There was no report of patient harm as a result of this event.